Manufacturer narrative:
The suspect device was returned for evaluation, however, the sample was not evaluated since they are contaminated. Therefore, the root cause was not determined and no corrective or preventive actions will be taken.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 001362 airlife¿ adult oxygen mask vinyl, under-the-chin style, 3 in 1 mask with 7' (2.1 m) crush-resistant tubing and u/connect-it adapter has a hole near the top of the bag where it connects to the face mask. The bag not filling with oxygen nor was it able to provide adequate relief with desaturation. A new non-rebreather was given to the patient, and she was able to recover without harm.